Manufacturer narrative:
(B)(4). Suspected positive bi and load not recalled.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad cycle. The load was incubated for 24 hours. After sterilization the chemical indicator (ci) changed color correctly. There was no problem with the storage of the product or the facility's process. The customer reported that it was unclear if the bi cap was depressed before or after sterilization. The load was released and used on patients before the results were confirmed. There was no injury or harm associated with the issue. This event is reported to the FDA for user error. The load was released and used on a patient(s) before the cyclesure 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Manufacturer date: 09/28/2013. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed. No anomalies were observed that would contribute to this issue of suspected positive bi. Trending analysis for the product code of ''suspected positive bil' was reviewed from december 2012 through november 2013. There was no significant trend observed. Trending analysis for the product code of ''load not recalled' was reviewed from december 2012 through november 2013. The risk is categorized into "as low as reasonably practicable". Trending analysis by lot number was reviewed from september 28, 2013 to november 28, 2013. There were no other complaints of 'suspected positive bi' within this timeframe. The fmea (failure mode and effects analysis) was reviewed and indicates that the rpn associated with positive bi is at an acceptable level. The hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The risk is considered low per the medical review. Thirty-two retains bis were submitted for functional evaluation. Functional specification was met. The suspect bi was returned for evaluation. Suspected positive bi (1) ¿ this was manufactured in outervial mould #13. There were no anomalies observed that would contribute to the positive bi. The media color is yellow, confirming the positive bi result. The ci disc is golden in color, indicative of peroxide exposure. There is a single tyvek® liner and single spore disc present. There are no punctures on the outer vial or tyvek® liner that would be consistent with false positive from external contamination. An issue with sterrad® performance is unlikely since parametric release parameters were met. The cycle passed and the chemical indicator changed appropriately. Additionally, the subsequent bi was negative for growth. Insufficient information is available to determine the cause of the alleged 'suspected positive bi. Device compatibility cannot be eliminated as a contributing factor since information is unavailable regarding the specific makes/models of devices within the load. Furthermore, the customer reported that it was unclear if the cap was depressed before or after sterilization. Depressing it before sterilization would cause a false positive result by blocking diffusion of sterilant into the bi. The assignable cause analysis of the product malfunction code 'suspected positive bi' cannot be determined based on the available information. There does not appear to be a functional issue with lot since the retains product met specification. A review of tracking/trending data did not identify a trend that needed further investigation. As a result, further investigation into root or assignable cause was not performed. The assignable cause analysis of the product malfunction code 'load not recalled' references the product IFU which states that the cyclesure® 24 bi is intended to be used as a standard method for frequent monitoring of the sterrad® sterilizer cycles. The product malfunction code of 'load not recalled' was added because the customer did not successfully recall the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since each customer sets policy regarding load release. The customer was advised to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s), and to thereafter repeat the test with a second sterrad® cyclesure® 24. As a precautionary measure, the customer was advised that caps should only be depressed after cycle completion. No further action is required at this time, however, the issue will continue to be tracked and trended.